Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said they were still having a problem getting to the bathroom in time, urgency, they were getting muscle spasms when they tried to use the bathroom and they didn't have good flow when they stood to urinate. The said the urine only dripped a couple of times, so they weren't emptying their bladder. The said the last time they saw their healthcare provider (hcp) was in mid-april at their post-op follow-up appointment. They said they had seen another person in the office many times for reprogramming. The patient had seen this person the previous week and had been switched to a different program and when the setting was increased the patient's legs twitched, when stimulation was decreased the twitching stopped, however the patient still felt the tingling in their right leg. They said they were told not to make any adjustments until they saw their healthcare provider, however they didn¿t have an appointment until november. They said that since the previous friday they had to use pads as the urine was just coming out. They checked their setting on the call and they said they only had 2 programs. They were redirected to their healthcare provider for reprogramming so additional programs could be added. The patient reported no improvement since implant, they said they wanted to make sure they had completely recovered from implant so they waited. No further complications were reported or anticipated.